Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be broken, a bubbled dso seal, a stuck cassette detect pin, and a worn uso seal. There was no evidence to review in the device's event history log. Functional/visual testing was performed. Upon review, the reported problem was duplicated as the device's board was contaminated. It was determined that the root cause was due to customer damage and the main board was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.

Event description:
It was reported that the pump exhibited water contamination. No patient injury was reported.